Event description:
Patient presented to surgeon with a history of 2-week abscess in right lower abdomen. He had an unknown implant in the right lower abdomen and had recurrent infections with abscess over the past 6 to 8 weeks. Surgeon noted the patient was status-post implantation of artificial urinary sphincter and patient was taken to surgery to remove the implant. Surgeon made an incision in the perineum and dissected down to the calculus visualized and there was erosion completely through the urethra; the urethra was wide open. Surgeon attempted repair of urethra with running 3-0 vicryl with two separate layers around the catheter. Wound was irrigated and closed. An incision was made in right lower quadrant across the previous incision, with sharp dissection down to the reservoir, which was removed. Surgeon then made an incision in the right hemiscrotum where there was a great deal of purulent material around the location of the pump. Field was irrigated with copious amounts of genitourinary irrigant and left open and packed wet to dry dressing. All other incisions were closed. Patient tolerated the procedure well and was admitted overnight for IV antibiotics. Recommended packing twice daily in the scrotal incision until it heals. Patient was discharged back to care facility the day after surgery.